Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was insufficient angulation using the gastrointestinal videoscope. It is unknown when this issue was identified. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air/water cylinder, air/water tube and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, the evaluation found that due to wear of the plastic distal end cover packing; water tightness was lost, the plastic distal end cover was cracked and dented. Due to damage on the nozzle; the water removal ability did not meet the standard value, the adhesive on the bending section cover had wear, and the connecting tube was buckling. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.